Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) and plasma free hemoglobin. The patient had fatigue and shortness of breath and denied any dark colored urine. They were on warfarin (coumadin) and acetylsalicylic acid (aspirin) with an international normalized ratio goal of 2.2-2.8. The patient was admitted and an integrilin infusion was started. A ramp echocardiogram (echo) was planned for (B)(6) 2021. The echo revealed mild diastolic aortic regurgitation and the aortic valve was partially opening with each beat. The left ventricle was mildly dilated and it's systolic function was severely reduced. The left ventricular ejection fraction was 20%. The ventricular septum was considered to be in neutral position and right ventricular systolic function was grossly normal. At higher device setting the aortic valve opening became intermittent and the mild aortic regurgitation became continuous. Log files from (B)(6) 2021 captured some elevated powers in the 7-9 watt (w) range that were associated with pulsatility index events. On (B)(6) 2021 the data logger was turned on to capture events every hour. Follow up log files revealed a couple of transient elevated powers greater than 10 w. On (B)(6) 2021 the fixed speed was adjusted to 11,000 rotations per minute (rpm) which may have been the cause of a pump power of 11.3 w. Another transient higher power was noted on (B)(6) 2021 at 05:17 at 10.4w. As of (B)(6) 2021 the patient was stable with minimal symptoms and was feeling well with activity. The patient was to be discharged on full dose aspirin, coumadin, and dipyridamole for an international normalized ratio (inr) goal of 2.5-3.0.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. Additionally, review of the log files provided by the account confirmed elevations in pump power. A specific cause for these findings could not be conclusively determined through this evaluation. The submitted system controller log files contained overlapping data, ranging from (B)(6) 2021 23:24:13 through (B)(6) 2021 10:17:55, per the timestamps. Transient elevations in pump power and flow were observed on (B)(6) 2021 with values reaching as high as 10.4 watts and 11.9 lpm, respectively. Most of these elevations appeared to be associated with pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Additionally, section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.